Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic hysterectomy vaginal hystrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, endometriosis and adenomyosis outcome was unknown. The reporter considered adenomyosis, endometriosis and medical device removal to be related to essure. The reporter commented: pain did not stop due to endometriosis and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), procedural pain ("had it implanted and was the painful experience of my life"), pain ("all the pain came") and fatigue ("all the exhaustion came"). The patient was treated with surgery (laparoscopic hysterectomy vaginal hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal, endometriosis, adenomyosis, procedural pain, pain and fatigue outcome was unknown. The reporter considered adenomyosis, endometriosis, fatigue, medical device removal, pain and procedural pain to be related to essure. The reporter commented: pain did not stop due to endometriosis and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Patient¿s name and initials updated. Patient¿s age group added. Device information updated. New events ¿had it implanted and was the painful experience of my life¿ and ¿all the pain came¿ and ¿all the exhaustion came¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic hysterectomy vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, endometriosis and adenomyosis outcome was unknown. The reporter considered adenomyosis, endometriosis and medical device removal to be related to essure. The reporter commented: pain did not stop due to endometriosis and adenomyosis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.